Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The patient presented for percutaneous coronary intervention. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good. However, device analysis revealed a shaft break.